Event description:
The physician reported the patient was a -2.6 diopters myopic one day post operative implant of the intraocular lens. The lens remains implanted with no plans to explant.

Manufacturer narrative:
The intraocular lens remains implanted precluding analysis. The product met all manufacturing specifications prior to release. The cause of this event is undeterminable at this time, and our investigation into this occurrence will continue. Iol remains implanted.